Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 54 mg/dl. Carbohydrates and a glucose drink were consumed to address the bg level. The customer reported that the healthcare provider (hcp) had recently adjusted the pump settings; however, as the changes were not known, the exact cause of the low bg was not known. The customer had an upcoming appointment with the hcp. Tandem technical support advised the customer to discuss the low bg event with the hcp.